Event description:
It was reported by service report that the foot lift motor would not raise and/or lower electronically. The customer reported that they did not know if there was any pt involvement. However no adverse consequences were reported.

Manufacturer narrative:
Result: lift motor coupler.